Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The user alleged intermittent power issue. It was reported that the battery compartment was cracked and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the review of the black box data showed unexplained power reboots on the date of the alleged issue occurrence. However, power rebooting was not duplicated at time of investigation. The pump was exercised on a 24 hour basal program with no intermittent power occurrences. Corrosion was confirmed inside the battery compartment. A leak test was performed and failed due to battery compartment and a display lens leaks. The pump was disassembled and evidence of moisture was found internally on the battery canister. The battery compartment was cracked. Unrelated to the original complaint, the display was dim and discolored.